Event description:
Revision surgery due to stem breakage.

Manufacturer narrative:
The device was originally reported as an unknown ceramic head. Additional information received indicates that this device is not manufactured by stryker orthopaedics and considered OEM.

Manufacturer narrative:
An investigation shall be performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision surgery due to stem breakage.